Event description:
The physician was performing an esophageal multi band ligation with a multi band ligator. It was noted the barrel detached from the distal end of the endoscope, leaving the barrell inside of the pt. The barrell was successfully retrieved with a foreign body retrieval net. The procedure was resumed and completed with a sclerotherapy needle. No further complications occurred and the pt is reported to be in satisfactory condition.